Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was neither replicated nor confirmed. The instrument was found to have no damage to the grip or pitch cables. No product issue was identified. Additionally, the instrument was found to have the main tube broken. A piece measuring proximately 0.147¿ x 0.187¿ was not returned with the instrument.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a frayed cable. There was no report of patient involvement or reported injury.